Manufacturer narrative:
This report is for 1 unknown spine device.the investigation could not be completed; no conclusion could be drawn, as no product was received.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014, a dorsal fusion of t2-t3 through t5-t6 was done. At t4, the defect was filled with cancellous bone through a costotransversectomy procedure. It was discovered at a later date during a checkup that the screw heat at t6 is cut off. At this time no scheduled surgery has been scheduled. No further information was provided. There were no reported problems for the patient.this report is for an unknown spine. This is report number 1 of 1 for (B)(4).